Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation. It was noted that the right atrial (ra) lead had no sensing and exit block. The ra lead was reprogrammed and turned off. It was later reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited insulation damage. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.